Manufacturer narrative:
Block b3: exact date unknown, event occurred few days within trial procedure.

Event description:
It was reported that the patient was experiencing pain following a trial procedure. The patient underwent a lead pull. The explanted device was discarded by the facility.